Manufacturer narrative:
Unexpected restart alarm after battery change due to faulty connector/interface board. Insulin pump passed self-test. No external error alarm noted. Insulin pump received with cracked case at display window corners, battery tube threads, reservoir tube lip, belt clip slot, and minor scratched display window.

Event description:
The customer reported via phone call that every time she had to prime and reset the insulin pump it alarmed unexpected restart. The insulin pump was alarming unexpected restart for about a year. In the alarm history two unexpected restart and external error alarms were found. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.